Event description:
Pt presented for a 3-hour hemodialysis treatment. On the first machine he used a polyflux 21r, reuse number 28, renalin reuse. Treatment was started at 11:56 am. Pt was hypertensive during the treatment. At 13:18 pm the treatment was stopped due to the following reported conditions and events: -dialysate pressure alarm; arterial pressure was noted at zero (0); -venous pressure was noted at 40; -tmp was at 400; -air in blood alarm; -blood in dialysate alarm. Treatment continued on second machine. Treatment continued without incident and was discontinued at 15:25. The pt bled excessively until after 16:30 as reported by the physician who suspected coagulation was interfered with. The pt was reported stable on discharge, but no blood pressure are recorded. Pt reported to the emergency department between 19:00 and 20:00 on the same day with hematuria, the urine color black. No complaint of pain, no blood in stool. The pt was transfused with 2u prbc's. Hemodialysis due to chemical destruction was considered though no other pts were affected.